Manufacturer narrative:
The insulin pump was unexpectedly seated at the beginning of seating test followed by insulin flow block alarm due to moisture damage at the force sensor. The electronic and motor assemblies were found with traces of corrosion. The device was unable to perform the rewind, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 130 due to insulin flow block alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received alarm which was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was 9 mmol/l. Customer stated that they had a received alarm which was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. It was reported that they were not able to rewind the pump. Customer stated that the pump was not exposed to a high magnetic field. The customer was advised that the pump needs to be replaced. The customer was advised to disconnect and revert to back-up plan as per health care professional. The insulin pump will be returned for analysis.